Event description:
Abbott optis oct tableside controller in two of our cath labs were discovered inoperable. This was discovered after a staff member was shocked while moving the equipment. The system cable connects to a usb to 2 prong 120 outlet plug adapter. This adapter is a very poor design and is a failure point, as you can see in the attached pictures. At this time, these controllers have been removed from the cath labs and will not be reinstalled until abbott provides a better solution. Design concerns: 2 prong plug instead of 3 prong (no ground); cheap, easily breakable adapter and prongs. Housing is easily breakable resulting in exposed circuit. Proximal end of the cable frequently breaks due to the angled connection to the handle. Reference report mw5151330.